Event description:
It was reported that a patient (B)(6), female, underwent an ablation procedure with the use of a thermocool® smarttouch® uni-directional navigation catheter. After the transseptal puncture and mapping phase, at the beginning of the ablation phase a cardiac tamponade occurred. A pericardiocentesis was performed. Upon request additional information has been received stating that the patient required extended hospitalization. The generator was used in power control mode with the temperature and power cut off values respectively 45°c and 25watts. The flow rate was 17ml/min. An 8.5f and 8f sl0 sheaths from st. Jude medical were used. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related. Since the smarttouch catheter was present during this procedure, bwi takes conservative approach and reports this event under the smarttouch catheter. No anomalies were found on the catheter during the procedure.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.(B)(4).